Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6007510 in question was manufactured at the reynosa site. The reference samples for the lot: 6007510 have already been previously tested for visual inspection and tested for flow in the database 2083077 on 19/jun/2025. All test results were found within specifications as per the test report database 2083077. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to (wi) version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot: 6007510 was packaging according to the (wi) version 79, in the multivac m12, on 05/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the lot: 4e04401was assembled according to (wi) version 27 on-line inspection for assembly of quick set both on 05 jun 2024, with a total of (B)(4) units each. The lot: 4e04402 was assembled according to (wi) version 27 on-line inspection for assembly of quick set both on 05 jun 2024, with a total of (B)(4) units each. The lot: 4e04403 was assembled according to (wi) version 27 on-line inspection for assembly of quick set both on 06 jun 2024, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot: 6007510 and no other complaints have been registered in database for the same lot: 6007510 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 12-may-2025. The blockage was in the tubing. No further information available.